Event description:
It was reported that the patient experienced intermittent lock between the external equipment and the cochlear implant. The patient was seen at the center for evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. Testing performed confirmed that the patient's device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.